Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a shocking sensation in her back that went down the left leg during the anesthesia spinal tap portion of a non-bsc device related hip replacement procedure. The patient was hospitalized due to the shocking pain. Additional information was received that indicated after interrogation of the dbs system there was no evidence found that the device caused the shocking pain or hospitalization.

Manufacturer narrative:
Block b3: date of event - approximated based on the date that the manufacturer became aware of the event. Exact event date is unknown.

Manufacturer narrative:
Block b3: date of event - approximated based on the date that the manufacturer became aware of the event. Exact event date is unknown.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a shocking sensation in her back that went down the left leg during the anesthesia spinal tap portion of a non-bsc device related hip replacement procedure. The patient was hospitalized due to the shocking pain.